Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on received device's logs, the inspiratory pressure transducer printed circuit board (pcb) was identified as defective. The pressure transducer pcb is part of the pressure measuring in the system. The logs show that the pressure transducer test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default) for inspiratory pressure transducer printed circuit board. Mentioned pressure transducer printed circuit board measured that zero pressure offset was between 1.615 - 2.102 v. The root cause of the pressure transducer printed circuit board failure in this complaint has not been determined.

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref (B)(4).